Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. When trying to use, the sterilization package and drain adhered to each other, and the drain was difficult to take out. After taking it out, there was a hole in the drain tube and it became not to be drained, so it was fixed with wrapping the tape. There were no adverse consequences to the patient. Further details are not provided. Upon receipt and analysis, sticked marks were present on the trocar, nearby drain-trocar joint. And chip-off marks on upper surface of the drain was found.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information provided: it was difficult to take out the drain from the package, and the drain tube would be damaged. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the quantity of products involved for lot: j2309103? Unk. What is the quantity to be returned for lot: j2309103? Unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6). H3 evaluation: complaint sample review: complaint samples were received for evaluation, both the products were checked visually, below were detailed observations: sample b. 1. One product was with drain and trocar, another only trocar. Two partial pieces of drain were also received. 2. It was found that sticked marks were present on both the trocars, nearby drain-trocar joint. Also, similar chip-off marks on upper surface of the drains were found. 3, in reference to the complaint details "the sterilization package and drain adhered to each other", no negative observation was found. As per standard practice, 100% functional test and 100% visual inspection was carried out visually before and after packing of finished goods, prior to the product release. There is no scope to miss such defect, at manufacturing / release stage, and lead to the defect generation. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.